Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the stent found that the distal end and centre of the stent was damaged and deformed. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip found no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the device found that there were no issues with the mid shaft, inner or outer polymer shaft extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 17-aug-2017. It was reported that crossing difficulties were encountered. The 92% stenosed target lesion was located in the mid right coronary artery. A 38 x 2.75 mm promus premier¿ drug-eluting stent was advanced but device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patients' status was stable. However, returned device analysis revealed stent damage.